Event description:
As reported by user facility, on july 19, the patient was hospitalized by wheelchair due to "diagnosed with stage IV rectal cancer for more than 8 months and planned to receive chemotherapy", and the right precordial infusion port base was intact. At 14:16, the infusion port was placed without damage needle under aseptic operation, and external ultrasite injection site was performed. The process was smooth, and blood return was observed. The infusion pathway was properly fixed. At 01:18 on july 20, the infusion pathway was unobstructed and the infusion was successfully infused. At 01:40, the patient 's family called and complained of wet clothes and skin. Nurse li qing rushed to the bedside and found a crack with fluid exudation in the middle of the ultrasite injection site shell during the infusion. The infusion was immediately stopped and the ultrasite injection site was replaced. The chest skin was washed and wiped with warm water to assist in changing clothes. The infusion was continued. At 03:10, the infusion was completed without discomfort. The chest skin was checked during the morning shift, and the chest skin was normal. The shift was delivered to the chest skin. The port infusion pathway.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Furthermore, the retain samples of the reported lot number were visually inspected for cracks, then physically tested for leakage with passing results. Although the exact root cause cannot be determined, a most probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.